Event description:
It was reported that during a plif, surgeon was inserting a screw with a locking holding sleeve and the threads broke on the sleeve. This also broke the threading on the screw. Back-up instruments were used to successfully complete the procedure this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The product development event evaluation revealed that the instrument was returned and it was observed that the threaded tip of the instrument was broken as described in the complaint. The screw was also returned and it was observed that the threads on the screw are broken. The location of the damage on the screw threads indicates that the holding sleeve was fully engaged at the time of breakage. The damage may have been caused by excessive lateral force being used during screw insertion. This is consistent with the complaint description. It is concluded that this complaint is indeterminate the manufacturing evaluation showed that the product shows that the threads located on the ID of the head of the screw are damaged which is not consistent with manufacturing. The stardrive shows some wear and damage that is also not consistent with manufacturing. Due to the damage of the ID threads, the dimensions pertinent to this complaint could not be evaluated; therefore, the complaint is considered indeterminate. Additional product code for this report includes mnh, mni, kwq, and kwp.